Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and was taking longer to charge. It was also stated that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.